Manufacturer narrative:
Device used for treatment not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery the surgeon wanted to implant the trochanteric fixation nail, but the anti-rotation screw was in front of the column screw hole. The surgeon tried to screw back the antirotation-screw but it didn't help. It was still in its place blocking the hole for the column screw. They picked another nail which was fine. A few days later the patient showed the surgeon the nail and it was then screwed back the antirotation screw and the two pieces fell on the table. Another nail used for the procedure and there was no harm to the patient. This report is for one unknown screw. This complaint is for 2 of 2 (B)(4).